Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
There were episodes of non-sustained right ventricular oversensing (nsrvo) noted on the device via remote monitoring and a vibratory alert was delivered. The device was reprogrammed and the notifier was turned off to resolve the event. The patient was stable with no consequences.